Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >100 colony forming units (cfus) of mixed flora with presence of indicator organisms: e. Coli. All channels were sampled. It was noted there was scope contamination even after couple of rounds of disinfection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where the following deviation from the instructions for use (IFU) was confirmed: when manual cleaning was not performed within 1 hour from procedure, devices were not immersed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu (colony forming units): 1 cfu/endoscope. Bacterial identification: micrococcaceae. The bacteria reported by the user were not detected in culture test by the third-party labs olympus ordered. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be determined. However, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >100 colony forming units (cfus) of mixed flora with presence of indicator organisms: escherichia coli. It is unknown where sampling was taken from on the device. It was noted there was scope contamination even after couple of rounds of disinfection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.